Event description:
On the event date, the distributor reported that during inspection on receiving the product, the head of the screw fell out.

Manufacturer narrative:
This did not happen during a surgery. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.